Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump that is "not respecting the programming" was confirmed on customer site in the sample evaluation as a downstream occlusion alarm. The cause of the problem was a damaged latch roller. Service replaced the latch roller onsite at the facility by a baxter field service technician to fix the problem. If additional relevant information becomes available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by a facility representative that unspecified alarms occurred with a flogard infusion pump. Instead of starting infusion, alarms occurred (did not respect the programming). It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.